Event description:
It was reported to kendall/tyco healthcare that a customer had a problem with the dua lumen PICC catheter. The customer alleges "that the catheter broke below the butterfly wing leaking fluid and clotting off the line, no patient injury noted."